Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose level ranged from 342-360 mg/dl. In addition, it was reported that the date was inaccurate. The cause was unknown. The customer corrected the date to resolve the issue. The customer continued using the pump for insulin therapy.